Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. Device evaluation information can be found in fields h6 and h10 d10 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument (pn: 471205-17 // ln: n11200713 0096) involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure "instrument jaws becoming stuck" was not confirmed nor replicated. The instrument was placed and driven on an in-house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Follow up with fa and engineering found that the instrument was last used (B)(6) 2020 and the emergency stop button was pressed. There was an e-stop button press (error 256) that may be related to the customer using the irk, however, for core instruments there are no errors that actually confirm if an irk was used. When initial fa testing was performed in-house, everything passed with no issues. Root cause of this failure cannot be traced to the device. In addition, two vessel sealer extend instruments that were used in the procedure were returned and analyzed. Vessel sealer extend pn: 480422-01 // ln: l91200629 0055 was returned with the energy cable cut and, therefore, could not be tested for energy delivery, however it did pass an electrical continuity test. The instrument was installed on an in-house system and passed the self test. The instrument moved intuitively with full range of motion in all directions. The instrument grips open/closed as expected. A log review found no errors related to the instrument. Fa resulted in no trouble detected with the instrument. Vessel sealer extend pn: 480422-01 // ln: l91200629 0043 was also returned with the energy cable cut and, therefore, could not be tested for energy delivery, however it did pass an electrical continuity test. The instrument was installed on an in-house system and passed the self test. The instrument moved intuitively with full range of motion in all directions. The instrument grips open/closed as expected. A log review found no errors related to the instrument. Fa resulted in no trouble detected with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
(B)(4) - based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted and found additional complaints related to this event pertaining to instruments in use during the procedure. However, the additional complaints were not related to the bleeding event and did not lead to a reportable incident. No image or video clip for the reported event was submitted for review. System error log review was conducted during the support call and confirmed a universal surgical manipulator usm-3 cannula sensor error. System error log review was also conducted on 29-dec-2020 for a procedure on (B)(6) 2020 on system sk2564. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. An isi field service engineer (fse) investigation was completed. The fse stated that according to the csa, the surgeon determined that the issue was likely due to the circumstances of docking position and control preferences during this procedure. The issue could not be reproduced during testing. The system has completed several cases since with no issues reported by other surgeons. No issues were found. The system is in use. Based on the information provided at this time, this complaint is reportable due to the following: the procedure converted to open surgery to control excessive bleeding for which a blood transfusion was administered. While the surgeon attributed the cause of the event as being due to the patient¿s anatomy and likely because of energy instrument issues due to customer-selected docking position and control preferences, details on how the event occurred were unknown. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that during a da vinci-assisted myomectomy the surgeon opted to convert to an open procedure due to unspecified patient bleeding. It was confirmed through follow up that the surgeon needed a ¿laparoscopic sealing device¿ in order to proceed and ¿energy pedals did not match instrument energy¿. The surgeon said that the patient¿s anatomy was extremely vascular due to a large fibroid. It was stated that the inability to control the energy of the robotic instruments was likely due to the circumstances of docking position and control preferences during this procedure. The surgeon opted to convert to open surgery due to an estimated two liters of blood loss coming from uterine fibroid tissue. A blood transfusion was required and an unspecified amount of blood was administered. It was unknown how the uterine fibroid tissue was repaired or what medical intervention may have been required, but it was confirmed that the bleeding was controlled. The open procedure completed via vertical laparotomy with no report of patient injury. The patient was reported as being in ¿stable¿ condition. It was reported that this female patient had a history of high (unspecified) bmi and a 6 lb. Fibroid on fundus of uterus. Additionally, a fenestrated bipolar forceps (fbf) instrument was reported to be stuck on unspecified tissue during the case. There was no indication that the stuck instrument was related to the tissue bleeding. The intuitive surgical, inc. (Isi) clinical sales representative (csr) walked the customer through the use of an instrument release kit (irk) to successfully release the fbf instrument jaws from tissue and remove the fbf instrument without incident or injury. Additionally a call was made to an isi technical support engineer (tse), to work through instrument/arm swap. The customer said that they were using arms 1, 2 and 3. The tse viewed system logs and found that the customer was using arms 1, 3 and 4 but no instrument was in arm 4. There was a second surgeon console connected, but the customer said that it was not being used. The tse explained to the customer that the surgeon needed to press the swap pedal to activate arm 3. But the customer reported that the surgeon was unable to swap from universal surgical manipulator (usm) usm4 to usm3. The customer said that they were trying to remove an inactive instrument from arm 3 and were trying to use the emergency wrench. The tse instructed the customer to press the emergency stop (e-stop) button to use the emergency wrench.